Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(4) , ubd: 14-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded morphine (50 mg/ml at 24.748 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome, non-malignant pain, and spinal pain. It was reported that the patient was in surgery on (B)(6) 2019 for a catheter revision and resection of a confirmed fibroma at the catheter tip that was pressing on the cord. They were going to remove the mass and cut the catheter and leave it open. They would also be reducing the dose. There was no plan to replace the catheter at this time. No further complications were reported/anticipated.